Event description:
(B)(4). Death alleged. Malfunction alleged. Facility contact states consumer had 2 products in home, concentrator and bed, and allegedly was killed in a fire. Update: the insurance representative states a fire occurred and the end user perished. The investigation by the fire marshall is ongoing. The rep claims the end user was a heavy smoker. (B)(4). MDR filed.